Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that, the customer received with the insulin pump error. The customer also reported that, there was a crack at the back of the insulin pump. The error could not be cleared and repeated after every attempt to clear the alarm. Displacement verification test does not pass and insulin pump was replaced. The device is expected to be returned for analysis.

Manufacturer narrative:
Insulin pump passed the rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected no motor movement alarm noted during testing. Insulin pump was received with cracked battery tube threads, cracked case at corner of the belt clip rails and cracked case along the side of the battery tube.